Event description:
It was reported that during a gastric sleeve procedure, the doctor was using device and after second or third green reload, the staples misformed on the specimen side. The doctor stated that the stapler was bogging down when firing stating. It was almost like the battery was dying. The doctor reported no patient consequences and they open another device and finished the case without issue.

Manufacturer narrative:
(B)(4). Additional information was requested, but unavailable: was there a second device that had an issue during the procedure? If yes, please describe the issue and availability of the second device.

Manufacturer narrative:
(B)(4). Additional information: cartridge, drivers, one piece sled the analysis found that one ple60a device was returned in good visual condition and with an ecr60g cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.